Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-38. This condition had the potential to interrupt delivery. This condition was found in pediatrics upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "mark f38 common" was confirmed. Service determined that the cause was due to a left fsr being out of calibration.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.